Event description:
3m500 - on the day of the incident user changed bag and reset rate at 90ml/hr at 17:00. Changed rate of infusion to 100ml/hr without stopping the pump. Alarm occurred stating "volume change incomplete". User reset and restarted the pump. At 19:00 observed only 108mls had been infused. Reported underinfusion. Spoke to biomedical engineer 02/18/2000, details as follows: date and time 10/05/99. No pt injury. Drugs used not known where and when.